Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 28, 2010. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The returned handpiece was connected to a calibrated system. The handpiece failed tuning when system message (sm) displayed. When connected to a resistance test box, an open circuit was observed from the high electrode to ground. The handpiece was disassembled revealing a discolored high electrode. A review of the data indicates there were 113 procedures performed with this handpiece. The last recorded data displayed recent tuning issues. The root cause of the reported phacoemulsification power issue can be attributed to a discolored high electrode. However, how or when the electrode became nonconforming remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece presented with no phacoemulsification power during a procedure. The procedure was aborted. The patient required a second surgery to complete the case on another date. Additional information has been requested but none has been received.